Manufacturer narrative:
The sample was lithium heparin plasma, and was centrifuged for 10 minutes at 3500 rpm. Qc was within the customer's established ranges during this event. A system check was performed on (B)(4) 2011 and met the specifications. Service was on site on (B)(4) 2011 and performed a preventive maintenance. The field service engineer (fse) found the waste exhaust filter was wet. Because this could cause poor aspiration, the fse replaced the filter. The cap on the substrate bottle was loose, which could cause air to be drawn into the substrate line. The fse tightened the cap, and primed to remove the air in the substrate line. The fse performed verification testing and the results met the specifications. Although hardware issues were addressed, no definitive root cause could be determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) result in risk stratification range generated by access 2 immunoassay system for one patient's sample. The result was not reported out of the laboratory. Repeat testing produced lower result in the normal reference range. There was no report of death, injury, or change to patient treatment connected to this event.